Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also noted on the motor assembly. No black screen was noted.

Event description:
The customer reported a black screen after being pushed into the pool. Advised that the insulin pump would be replaced. Nothing further was reported.